Event description:
It was reported that the patient experienced several charging issues with the port on her pump, leading to connectivity problems that made charging difficult. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.